Event description:
It was reported that during a routine device changeout procedure, a loss of output from the pulse generator was observed following cautery use. No patient symptoms were reported and an external pacer was used for the remainder of the procedure. A replacement device was successfully implanted.

Manufacturer narrative:
Competitor representative. Device evaluation anticipated, but not yet begun.